Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to perform a system check, but no issues were identified. Customer replaced necessary pump supplies and resume insulin therapy.